Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for peritonitis. Treatment was not reported. Eight days after being hospitalized, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolved and the pt was recovered. Pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4): the patient experienced stomach pain and was hospitalized the same day for peritonitis manifested by stomach pain. The patient was treated with unspecified antibiotics for stomach pain and recovered from stomach pain.a review of all batch record documents for potentially associated lot number gd894162 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).